Event description:
Additional information received from a manufacturer representative (confirmed via site) indicated the damaged probe was discarded. The site personnel was unaware that the manufacturer requested return. The issue was discovered in the sterilization processing department. The site personnel thought the instrument was damaged in the tray during sterile processing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the site has a damaged passive planar probe. No patient present. No further information was provided.